Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, vomiting, and cloudy effluent. The following day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. That same day, the patient was treated with intraperitoneal cefazolin (1g once) and intraperitoneal tazicef (1g once) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient remained hospitalized and had not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.